Event description:
It was reported that the patient went on hiking in (B)(6) and didn¿t notice anything until 4 weeks ago and started having swelling and difficulty going up and down stairs. The size 7 8mm fixed ps poly was swapped and replaced it with a size 7 12mm fixed poly. No other info available. No loosening and surgical delay noted. Doi: unknown, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.